Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported that patient underwent surgery on 13jul2020 wherein both leads were replaced.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 3006705815-2020-02653. It was reported that one of the patient's lead had migrated. Patient was no longer receiving adequate pain relief and will be undergoing surgery to replace the leads. It is unclear which lead migrated therefore both will be reported on. Patient states that they experienced a fall on (B)(6) 2020. Patient is stable.